Event description:
It was reported that the purewick urine collection system was not suctioning, it had shut off on its own, and the purewick motor was hot prior to shutting off. It was noted that the patient has been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component selection ".it is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning, it had shut off on its own, and the purewick motor was hot prior to shutting off. It was noted that the patient has been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.